Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by our affiliate in (B)(4), during a tf tavr with a 20mm sapien 3 valve in the aortic position, post deployment the valve had mild paravalvular leak and post dilation was performed. After post dilation there was aortic regurgitation observed from the leaflet of the right coronary cusp and a valve-in-valve procedure was performed. Second valve was deployed with nominal volume and was successfully implanted. Post second valve deployment, ar was disappeared. It was also reported that post deployment of the 1st sapien 3 valve (prior to post dilation), there was severe mitral regurgitation (mr) observed due to the safari guidewire and prolonged hypotension. Vasopressor was administered, the commander delivery system was removed and changed safari guidewire to pigtail catheter, the mr improved, and the circulation was gradually recovered. After changing to safari guidewire from pigtail catheter, the first valve was post dilated. Mr exacerbation was observed once again, but this time the degree of severity was worse than the mr observed right after the valve deployment and pcps was initiated prior to deployment of the 2nd valve. At the end of the procedure, the hemodynamics became stable, pcps was removed, and the patient transferred to ICU. Per the latest report, post procedure the patient recovered satisfactorily and was ready to be discharged from the hospital. The mr exacerbation was reported to be related to the guidewire; at this time, there is no allegation or indication of this event being related to the thv devices.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Component code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned and an image review unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed as relevant imagery/medical report was not provided for evaluation. A review of device history records (DHR) did not indicate any manufacturing nonconformance that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely a manufacturing defect or device malfunction contributed to the event. A technical summary was written by edwards lifesciences to capture the investigation for these types of events. Per the technical summary, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In this case, the reduced leaflet mobility was likely due to post-dilation, which can over-stretch leaflet(s). Review of imagery revealed native annulus calcification. Leaflet could get impinged by bulky native calcium and may result in reduced leaflet motion. Restricted leaflet movement impacts proper leaflet coaptation, leading to central regurgitation. Furthermore, per training manual, post-dilation improves paravalvular leak (pvl); however, central regurgitation is a risk associated with post dilation. As such, available information suggests that patient factors (calcification) and/or procedural factors (post-dilation) may have contributed to the reported central leak and reduced leaflet motion. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review in a clinical technical summary written by edwards lifesciences atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as patient and procedural factors were not provided; however, the event could be related to the mechanisms described above caused or contributed to conduction disorder. No manufacturing nonconformance's were identified during the evaluation. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.